Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-02668. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was conducted which did not identify any product problem. Both alleged runs have weak target amplification and a late CT. Internal control amplification is robust. The samples are consistent with low titer samples, near the limit of detection (lod) for the liat® test. Results for samples with low viral titers can be expected to waiver between positive and negative. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Although 3 samples were initially alleged, only 2 samples could be confirmed. Accordingly, 2 mdrs will be filed per FDA guidance. The alleged samples both initially generated positive sars-cov-2 results. Patient 1 was retested with both the original and a new sample which yielded negative results. Sample 2 was likewise repeated and tested negative. All results were released. An investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).